Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were provided for review. The initial reporting stated no additional investigational inputs were available. The supplied x-ray image confirmed the stem and sleeve are disconnected, and the femur diaphysis is fractured near the disconnection. The location of the femoral hinge and sleeve construct supports the report that the femoral component has subsided proximally into the femur. The femoral sleeve sits substantially sub-flush inside the distal end of the femur. The investigation could not draw any conclusions about the root cause of the femoral component subsidence or stem fracture. In the a/p x-ray view, it appears the sleeve could be undersized for the patient¿s femoral canal. Based on the inability to identify root cause or product contribution to the reported event, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address thigh pain. Xray showed that the femoral construct subsided proximally. Upon removal of the femoral component, it was noted that the universal stem broke at the junction with the femoral sleeve and was still in the femoral canal.